Event description:
It was reported that the patients implant procedure was aborted due to the physicians difficulty advancing the leads. The patient was doing well postoperatively and the used leads during the procedure will not be returned due to facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 7130317.